Manufacturer narrative:
One opened sample, part number 8229707, from lot number 0213860868 was received. There was a residue consistent with biological contaminants on the device. The electrode wires were cut off which is typical for handling purposes. The cuff was inflated with 15cc of air, pressure was applied to the cuff, and no leak could be detected. Note ¿ if the inflation syringe is left connected, the air may push back into the syringe. The electrode wires were stripped of insulation at the proximal end to perform an electrical test. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 14 ohms, red [w/white band] 14 ohms, blue 14 ohms, and blue [w/white band] 15 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. With no fault found, the information most likely indicates a use issue. There was no evidence of improper manufacturing therefore has been ruled out as a likely cause. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, there was no response of emg (electromyography). A product check found that the cuff was deflated. Air entered into the cuff and air leaked. No patient impact. Aspiration pneumonia and any other complication was not observed. The procedure was completed using the device. No patient impact.